Event description:
Medtronic recall of ICD, internal cardiac defibrillator, generator device secondary to possible battery malfunction. Patient with a history of ventricular tachycardia status post ICD implantation, chronic atrial fibrillation, cad, and ischemic cardiomyopathy. Given the fact that the patient is pacemaker dependent even at 30 beats per minute it has been decided that their ICD generator should be replaced. Patient will need temporary pacing wire during the procedure. (Per md h&p, history and physical)